Event description:
The customer called the philips response center and requested help in reviewing the patient history during an event.

Manufacturer narrative:
A patient incident occurred where a confused patient had disconnected his leads and was found by staff in arrest requiring resuscitation efforts and transfer to ICU. The patient subsequently expired. The customer wanted to know if a "leads off" inop was provided at the central. While information center logs do not track inop occurrences, paging logs do. Based on reports by the philips field service engineer and a review of the logs, paging for inops had been turned off for the bed in question at the time of the incident, indicating that no page for a leads off inop would have been provided. The involved device remains at the customer site and is considered fully operations. Phillips had previously reported this event under asr reporting on 22 january 2008 (reporting period 10/01/07-12/31/07 for asr reporting as an "I" (injury) however, philips received new information on 1/31/08 that the patient had subsequently expired.